Event description:
Psf joystick mono port is not working properly, has a short, when you touch the port and hit the switch, it will change drives, which is not suppose to happen. Additional non-reportable complaint for this device; dealer alleges grinding tilt actuator.